Event description:
Subsequent to the initially filed MDR, the following information was provided: resistance was noted upon removal of the dragonfly opstar and the guide extension was used to retrieve the imaging catheter as a precaution. No additional information was provided.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported poor imaging results and entrapment of device were not able to be confirmed; however, the reported break was able to be visually confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported poor imaging results, entrapment of device, and break which resulted in unexpected medical intervention appear to be related to circumstances of the procedure. The catheter was returned with stretching and damage to the marker band, which resulted in the marker band moving from the manufactured location and an optical fiber break that caused the reported poor imaging results. In this case, it is likely that the patient¿s anatomical conditions (heavy calcification) caused the reported entrapment of device and catheter damage which resulted in unexpected medical intervention. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction to b5, describe event or problem, correction to d4, lot 10854653 removed, d4: primary UDI number updated.

Event description:
Subsequent to the initially filed MDR, the following information was provided: the first dragonfly opstar imaging catheter (lot 10854653) experienced the kink after the first pullback. Resistance was noted upon removal of the dragonfly opstar (lot 10886379) and the guide extension was used to retrieve the imaging catheter. No additional information was provided.

Event description:
It was reported that the bypass procedure was performed in the right coronary artery (rca) with heavy calcification and moderate tortuosity. The first dragonfly opstar imaging catheter (lot: 10886379) experienced a kink after the first pullback. The component between the distal marker and the lens marker became kinked. Therefore, the catheter was replaced with a second dragonfly opstar imaging catheter (lot: 10854653). Subsequently, a pullback was performed but nurd occurred. The imaging catheter was pulled to be removed from the anatomy and balloon dilation was attempted. At that point, there was a sensation that the catheter had stretched or torn so angiography was performed. It was then noticed that the proximal marker position was abnormal. As a precaution, a guide extension catheter was inserted removing the dragonfly opstar. It was confirmed that the proximal marker had shifted toward the lens marker. This is considered to be due to the lesion since a kink was noted on the first catheter. The procedure was successfully completed with a third dragonfly catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.